Manufacturer narrative:
Product event summary: a partial introducer was returned and analyzed. The seal housing of the delivery system introducer was damaged. The seal cap was detached from the seal body of the delivery system introducer. There was a visual observation with the delivery system introducer dilator. Blood was observed on the delivery system introducer distal seal. Blood was observed on the delivery system introducer proximal seal. Visual analysis of the introducer indicated damage during use. The analyst noted a partial introducer was returned with the dilator separated from the sheath of the introducer. The seal cap was missing from the valve seal housing of the introducer. The seal cap was not returned. There was blood in the valve housing of the introducer. The seal cap hole on the valve housing of the introducer was damaged. Analysis of the seal cap could not be performed as the seal cap was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: h6 annex d code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of a leadless implantable pulse generator (ipg) that the introducer valve was defective and caused a introducer/sheath mismatch. It was also reported that both parts of the introducer appeared as if they had not been sealed. The leadless ipg remains in use. No patient complications have been reported as a result of this event.